Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor's technique in applying the suction ring to the cornea, doctor's technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient's cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the surgery support, the surgeon had a suction loss of the right eye (od) of a female patient after the raster pattern due to patient movement. The side cut only option was enabled. The ring was reapplied and the intralase docked. The side cut only was completed. The left eye was completed with the intralase without complication. Both flaps were lifted and the excimer laser was completed. The procedure completed successfully by re-applanation and using the same pi. A bandage contact lenses (bcl) was placed on the right eye only. The pre-operation best corrected visual acuity (bcva) was 20/20 on both eyes (ou).